Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: bd received one used q-syte attached to an administration set with packaging from ref 385100, lot: 9204384. Through the visual / microscopic examination the unit revealed no physical / mechanical damage on any of the external areas of the q-syte device. A functional test for flow was performed and water flowed through the q-syte without any problems. There was no physical / mechanical evidence to confirm or support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 10 bd q-syte¿ luer access split-septum stand-alone devices experienced device damage / deformation and were clogged / blocked. The following information was provided by the initial reporter: nurse with the department of infectious diseases was in the ward on (B)(6) 2020 when she was preparing to replace the infusion connector for the patient. She opened the package to connect the q-syte to exhaust, and opened the infusion valve and found that the connector liquid could not be discharged. Customer feedback recently this happens many times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd q-syte¿ luer access split-septum stand-alone devices experienced device damage/deformation and were clogged/blocked. The following information was provided by the initial reporter: nurse with the department of infectious diseases was in the ward in (B)(6) 2020 when she was preparing to replace the infusion connector for the patient. She opened the package to connect the q-syte to exhaust, and opened the infusion valve and found that the connector liquid could not be discharged. Customer feedback recently this happens many times.